Event description:
It was reported that while performing a total lap hysterectomy, in the middle of the resection when the min and max buttons on one side of the device stopped working. Another device was used to complete the procedure with no pt consequence.